Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation codes: analysis of images and labelling review. The complaint for system interaction with previously implanted device(s) was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the imaging evaluation. Potential contributing factors may be due to mechanical interaction between the evoque valve in the tricuspid position and the rv pacing lead, which may have led to lead stress or damage over time. No information provided on patient health status or activities since initial evoque implantation. Imaging was not able to confirm the reported fractured rv pacing lead due to insufficient imaging quality or views. There is no evidence of any evoque valve malfunction due to the interaction. The explanted pacemaker was reported to be damaged; however, a definite root cause is indeterminable. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification of an evoque in tricuspid position where the patient's wife reported that the patient's pacemaker lead fell out. He was short of breath and this was discovered on a routine 6 month check with ep. A new permanent pacemaker was placed. Records received had showed lead issue capture thresholds and low impedance. There was noise seen on the egm. Longevity went from 10 months to less than 3 months. During pacemaker exchange on (B)(6) 2025, it was noted that the patient's rv lead was fractured, and a leadless permanent pacemaker was placed. Placement of the evoque device may have contributed to the fracture of the lead.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.